Event description:
It was reported to boston scientific corporation on february 20, 2006 that a wallstent endoprosthesis endoscopic biliary was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, during the procedure the patient's bile duct was too short for the stent length and during withdrawal "the stent did not fully constrain and wires were exposed. The nurse grabbed the stent and it stuck her and the patient had hepatitis c." The procedure was completed with a different device (manufacturer and type unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." However, the nurse in this case had a needlestick complication reported as a result of this event. The nurse was tested for hepatitis, but has not received any additional treatment as a result of the needlestick injury.

Manufacturer narrative:
Needlestick/puncture pertains to the nurse on the case that had a needlestick event during the procedure. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.